Event description:
Event [preferred term] (related symptoms if any separated by commas). Hyperglycemia [hyperglycaemia], the pen didn't inject insulin [device failure], due to technical issue in her np4 as she thought that she did not take her dose [drug dose omission by device], the piston rod becomes unable to touch the back of the penfill [device issue]. Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "the pen didn't inject insulin(device failure)" with an unspecified onset date, "due to technical issue in her np4 as she thought that she did not take her dose(drug dose omission by device)" with an unspecified onset date, "the piston rod becomes unable to touch the back of the penfill(device component issue)" with an unspecified onset date, and concerned a 123 months old female patient who was treated with novopen 4 (insulin delivery device) from (B)(6) 2025 and ongoing for "type 1 diabetes mellitus", novorapid penfill (insulin aspart 100 u/ml) (dose, frequency & route used- 13 iu, qd (5u-3u-5u with the meals respectively ), subcutaneous) from (B)(6) 2025 and ongoing for "type 1 diabetes mellitus", tresiba penfill (insulin degludec 100 u/ml) (dose, frequency & route used- 5 iu, qd (at night), subcutaneous) from (B)(6) 2025 and ongoing for "type 1 diabetes mellitus", patient's weight: 32 kg patient height and bmi(body mass index) were not reported. Dosage regimens: novopen 4: (B)(6) 2025 to not reported (dosage regimen ongoing); novorapid penfill: (B)(6) 2025 to not reported (dosage regimen ongoing); tresiba penfill: (B)(6) 2025 to not reported (dosage regimen ongoing). Current condition: type 1 diabetes mellitus since (B)(6) 2025. On an unknown date, patient suffered from hyperglycemia started from one month as blood glucose level was 480mg/dl, rbg(random blood glucose) was: 130 mg/dl, fbg(fasting blood glucose) 483 mg/dl, ppbg(postprandial blood glucose) was 560 mg/dl, hba1c was 7.1 %on last month while using novopen 4 and novorapid due to technical issue in her np4 as the pen didn't inject insulin starting half of the penfill and she thought that she did not take her dose and was hospitalized for about 5-6 hrs last month till her blood glucose level became 250mg/dl then patient was discharged but didn't take novorapid and tresiba inside the hospital , then blood glucose level was yesterday 380 mg/dl. It was reported that after assembly the pen was working normal till reaching to the half of penfill the piston rod becomes unable to touch the back of the penfill to push and release insulin. Patient was completely recovered after she took her dose of novorapid by using another novopen 4. The patient generally does not reuse needles; each is used only once. The needle is not attached to the pen between injections, and the force required to inject feels consistent with normal use. The patient estimates the dose of the product using the dialing clicks and has been trained by a healthcare professional in the use of the novopen. At the time of the event, the device was operated by the caregiver. There have been no recent changes in the patient's diet or exercise level. The needle is attached to the pen at a 180-degree angle (straight on), and the insulin in use is stored at room temperature, between 20-25°c. The patient has recently transitioned from another novopen to the current one. Prior to the experienced event, the cartridge holder did not detach from the pen body, either accidentally or intentionally. After assembly, the patient checked the insulin flow. Batch numbers: novopen 4: pvgdr87 , novorapid penfill: rr72kp6 , tresiba penfill: rs6my26 . Action taken to novorapid penfill was not reported. Action taken to tresiba penfill was not reported. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "the pen didn't inject insulin(device failure)" was not reported. The outcome for the event "due to technical issue in her np4 as she thought that she did not take her dose(drug dose omission by device)" was not reported. The outcome for the event "the piston rod becomes unable to touch the back of the penfill(device component issue)" was not reported. Reporter's causality (novopen 4) - hyperglycemia(hyperglycemia) : probable the pen didn't inject insulin(device failure) : unknown due to technical issue in her np4 as she thought that she did not take her dose(drug dose omission by device) : unknown. The piston rod becomes unable to touch the back of the penfill(device component issue) : unknown. Company's causality (novopen 4) - hyperglycemia(hyperglycemia) : possible. The pen didn't inject insulin(device failure) : possible . Due to technical issue in her np4 as she thought that she did not take her dose(drug dose omission by device) : possible . The piston rod becomes unable to touch the back of the penfill(device component issue) : possible . Reporter's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : unlikely . The pen didn't inject insulin(device failure) : unknown due to technical issue in her np4 as she thought that she did not take her dose(drug dose omission by device) : unknown . The piston rod becomes unable to touch the back of the penfill(device component issue) : unknown . Company's causality (novorapid penfill) - hyperglycemia(hyperglycemia) : possible the pen didn't inject insulin(device failure) : possible due to technical issue in her np4 as she thought that she did not take her dose(drug dose omission by device) : possible the piston rod becomes unable to touch the back of the penfill(device component issue) : possible . Reporter's causality (tresiba penfill) - hyperglycemia(hyperglycemia) : unlikely the pen didn't inject insulin(device failure) : unknown due to technical issue in her np4 as she thought that she did not take her dose(drug dose omission by device) : unknown the piston rod becomes unable to touch the back of the penfill(device component issue) : unknown . Company's causality (tresiba penfill) - hyperglycemia(hyperglycemia) : possible the pen didn't inject insulin(device failure) : possible due to technical issue in her np4 as she thought that she did not take her dose(drug dose omission by device) : possible the piston rod becomes unable to touch the back of the penfill(device component issue) : possible . The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated.

Event description:
Case description: investigation results. Name: novopen 4, batch number: pvgdr87. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: novorapid penfill 3 ml 100iu/ml, batch number: rr72kp6. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Name: tresiba penfill, batch number: rs6my26 the number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination. Since last submission the case have been updated with the following: investigation results updated, imdrf codes were updated, narrative updated accordingly. The event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. 06-sep-2025: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No abnormalities relating to the observed problem were found in the reference sample analysis. The batch documentation has been reviewed and found to be normal. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novopen 4. Patient's underlying medical condition of type 1 diabetes mellitus is assessed as significant confounding factor for the development of hyperglycaemia. Events are listed. This single case report is not considered to change the current knowledge of the safety profile of novorapid penfill and tresiba penfill. H3 continued: evaluation summary: name: novopen 4, batch number: pvgdr87. The number of complaints on the batch was evaluated and, when applicable, relevant actions were taken. The product was not returned for examination.